Manufacturer narrative:
Subsequent information indicated that a lead revision procedure was to take place. The local field representative (fr) then reported that the procedure was postponed indefinitely due to patient complications. The following physician ordered the patient's device to be programmed to monitor only in the mean time. There were no reported adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available and at this time our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, additional information has not been received. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead displayed a low, out of range shock impedance measurement. A electrogram also revealed low intrinsic amplitude. The patient was brought in to the clinic for follow up. Isometrics and pocket manipulations were performed which resulted normal device function. A chest x-ray did not reveal any issues. The patient will continue to be monitored. There were no adverse patient effects reported.

Event description:
Subsequent information indicated that the lead displayed pace impedances of less than 200 ohms. The local boston scientific field representative reported that the patient will continue to be monitored until the lead can be addressed at a device change out procedure. There were no adverse patient effects reported.